Event description:
It was reported that a doctor used 2 dura seals on (B)(6) 2015, to seal the dura in conjunction with bp (bovine pericardium - bp10608). Shortly after a pseudomeningocele was formed. The revision date was (B)(6) 2015. The patient currently has a lumbar drain in.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.